Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The parent complaint (tw: (B)(4)) is being cancelled as it was created in error as it is duplicate to complaint # tw (B)(4). The incident was determined to be a duplicate report to complaint (B)(4)(authority mfg report number (2249723-2025-0001359). As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) console would not properly disconnect from cart upon actuating the console release lever. No patient harm or injury reported.